Event description:
It was reported the pt was not able to adjust stimulation. The display showed "call your doctor" icon and a por condition. The MFR's rep instructed the pt's family member through the process to clear the por using the pt programmer. This action resolved the reported issue.

Manufacturer narrative:
(B)(4).